Event description:
The continuous veno-venous hemofiltration (cvvh) filter needed to be replaced. The nursing staff was experiencing difficultly completing the priming process for the filter. The company, nxstage, was called for trouble shooting ideas. The company informed the ICU staff to attempt to use a filter from a different lot.